Event description:
It was reported that the iab was inserted transthoracically and after approx 60 hrs of use, the pump alarmed and blood was seen in the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.